Event description:
It was reported that a motor stall occurred on (B)(6) 2015, recovery occurred on (B)(6) 20152, and motor stall occurred again on (B)(6) 2015. No subsequent recovery was reported. The patient did not have a recent magnetic resonance imaging (MRI), nor did they have other sources of electromagnetic interference (emi) or medical procedures. The motor stall was noted in the pump logs. The pump had been interrogated/updated, and the logs were re-read prior to the report; motor stall occurred was still the most recent message. No patient symptoms were reported. The pump was alarming, as of the date of the report; the patient did not hear their pump alarm until that weekend. Pump replacement was likely, but had not yet been planned. No actions or interventions were taken with regard to the pump alarms or motor stalls. The cause of the motor stalls and alarms was not determined; the healthcare provider (hcp) indicated "n/a." Subsequently, on (B)(6) 2015, the patient passed away; it was specified by the hcp that the motor stalls were not related to the patients death, and that the death was not related to the device or therapy. The pump was being used to deliver fentanyl and baclofen (compounded).

Manufacturer narrative:
Concomitant products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).